Manufacturer narrative:
Consumer states they experienced the brush head coming off of the toothbrush handle and they hit their eye socket with the metal shaft of the handle. Model and serial numbers provided are for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that brush head came off of the toothbrush handle and they hit their eye socket with the metal shaft of the handle.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.